Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced chronic abdominal pain and other injuries, including but not limited to bowel problems, infection, hospitalization, abdominal pain, lysis of adhesions, and placement of wound vac. It was reported that the mesh was explanted from the patient¿s body on (B)(6) 2017, and on (B)(6) 2017, she had another revision surgery due to continued complications from a mesh infection. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/27/2019.